Event description:
It was reported by a nurse that during routine cataract surgery and after implantation of the intraocular lens(iol) the patient required a vitrectomy. The incision was enlarged and the iol removed. The reporter stated the lens did not cause the adverse event and there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not received for analysis. Information received from the account stated the iol was not the cause of the vitrectomy, patient had a weak capsular bag. Prior to release the lens met all manufacturing specifications. Will continue to monitor and trend all reports received.